Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified in the mid-section of the balloon. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and tactile examination found no issues with the hypotube. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a brachiocephalic artery. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the contrast leaked when the balloon inflated at more than 10atm and the balloon was ripped. The procedure was completed with another device. No patient complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a brachiocephalic artery. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the contrast leaked when the balloon inflated at more than 10atm and the balloon was ripped. The procedure was completed with another device. No patient complications were reported and patient was good post procedure.